Event description:
It was reported that this right atrial lead exhibited undersensing, loss of capture, and insulation damage. A clavicular crush on the lead was noted due to the patient physical activity and the lead was stuck into a scar. Subsequently, the lead was surgically capped and a new lead was placed. No additional adverse patient effects were reported.